Event description:
It was reported that occlusion alarms occurred. Technical support instructed the caller to disconnect the tubing, adjust the t: lock, and perform bolus deliveries, noting that the insulin-on-board would be affected. Despite recurring occlusion alarms, the caller successfully completed a bolus after disconnecting and loading a new cartridge. Customer was advised to replace supplies and resume insulin therapy.